Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement / no medical intervention, has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the pixel stent dislodged from the stent delivery system (sds) balloon prior to use. There was no patient involvement with this device. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the pixel stent delivery system (sds) was returned with blood on the shaft and contrast in the inflation lumen. The stent had dislodged from the balloon and was returned on the stylet and partially in the protective sheath. There was blood on the stent. There was no contrast visible. The first row of proximal struts appear more crimped down than the remainder of the stent. There was no damage noted to the stent. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There were two bends in the hypotube 18 cm and 97 cm distal to the distal end of the strain relief tubing. There was no other damage noted to the sds. A laser micrometer was used to measure the stent outer diameters. These met manufacturing criteria. Pin gauges were used to measure the inner diameter of the protective sheath and found to be within the mfg specification. Product performance engineering reviewed the incident information and analysis of the returned sds. It was reported that stent had dislodged from the balloon prior to use. Results from the analysis confirmed the stent dislodgement, as the stent was returned on the stylet, with a portion of the stent in the balloon protective sheath. The balloon was observed to be tightly folded and visible crimp marks between the balloon marker bands, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There was no observed damage noted to the dislodged stent. There were two kinks along the proximal shaft (hypotube). However, the kinks were not reported as being observed prior to use. Therefore, the damage to the proximal shaft most likely occurred when preparing the sds for transit back to abbott for analysis. The crimped stent outer diameter was measured (distal, middle, and proximal sections of the stent) and found to be within the manufacturing specification. Additionally, the inner diameter of the balloon protective sheath was measured and found to be within manufacturing acceptance criteria. A definitive root cause for the stent dislodgement in this case cannot be determined. Other potential causes of dislodgement, as observed in past incidents, may include improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or forced sheath removal. Unfortunately, none of the information suggests any of these causes is the most likely cause, but from the case information and returned sds analysis, this does not appear to be a manufacturing related issue. All stent delivery systems are visually inspected online for stent damage, stent placement/security, and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is subjected to a stent movement test to verify stent security. The lot history record was reviewed and there were no non-conformities associated with this product lot. This MDR is considered closed by the product performance group.